Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lhp404, and no non-conformance were identified.

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date and barbed suture was used. The needle tip was broken when pulling the suture with holding the needle tip. No additional information is available. There were no adverse consequences to the patient reported.